Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure and rectocele surgery in 2008. Shortly after the procedure, the pt experienced pain and discomfort. At approx 6 months later, a partial removal of the device around the urethral area was performed. The pt continues to experience persistent pain and discomfort.